Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 80 units. Reportedly, the cartridge was filled with approximately 120 units of insulin. Although requested, the customer did not verify the amount of insulin delivered since the cartridge was loaded and declined to perform troubleshooting with tandem technical support. Blood glucose level ranged from 170-180 (mg/dl).